Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion, occlusion, and excessive no delivery alarm tests. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. No motor error alarm was noted. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called in to report the insulin pump alarmed for motor error. Blood glucose reading at the time was 300 mg/dl. The customer treated for his high blood glucose with the insulin pump. Troubleshooting was performed. Advised the customer that the insulin pump will be replaced. Nothing further reported.